Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
On an unknown date, the patient had underwent an aortic visceral repair with a non-gore aortic component and a gore® viabahn® vbx balloon expandable endoprosthesis (vbx) as a branch to the superior mesenteric artery (sma). On (B)(6), 2021, the physician reported that the vbx had a type lllb edoleak. The sma branch was a single vbx device, and the physician did not believe the endoleak was originating from the proximal or distal edge of the device. After relining the device with another vbx device, the endoleak was resolved.

Manufacturer narrative:
H6 - code 4581 used for type iii endoleak.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
On an unknown date, the patient had underwent an aortic visceral repair with a non-gore aortic component and a gore® viabahn® vbx balloon expandable endoprosthesis (vbx) as a branch to the superior mesenteric artery (sma). On (B)(6) 2021, the physician reported that the vbx had a type lllb edoleak. The sma branch was a single vbx device, and the physician did not believe the endoleak was originating from the proximal or distal edge of the device. After relining the device with another vbx device, the endoleak was resolved. The reintervention was performed today.